Event description:
Customer reported that insulin was leaking past the o-ring of the reservoir. The leak occurred during priming. Blood glucose level was 126 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.